Event description:
During a remote follow-up, an increased capture threshold which resulted in loss of capture (loc) and post paced t-wave oversensing (pptwos) were observed on the left ventricular (lv) lead. Microdislodgement was alleged but not confirmed. Technical support was contacted and reprogramming recommendations were provided. No intervention has been performed. The patient was stable with no consequences.

Event description:
No intervention will be performed to address the event as the patient has passed away. The death of the patient was not cardiac related.